Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 303 mg/dl. Customer will contact healthcare provider for high blood glucose. Troubleshooting was done. Customer stated that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a slightly loose drive support disk. Unable to perform the prime, occlusion or excessive no delivery tests due to the alarms. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the lcd window, a broken belt clip slot, and debris under the window.